Event description:
It was reported that the external pulse generator (epg) was checked by the hospital staff, the epg had turned itself off. The battery used was not the battery specified by the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the epg was checked and there was suspected deterioration of the solder joint on the battery flex tape. Also noted was power failure of the device.